Event description:
It was reported that a physician has experienced a fracture with a tm monoblock tibia.

Manufacturer narrative:
An attempt was made to verify and obtain info (pt & surgical) from dr. But the request was refused.